Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 8.8cm to 9.0cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis. Analysis revealed external insulation abrasion breaching the outer insulation. The cause of the external insulation abrasion is consistent with friction to the device can.